Event description:
A customer reported that the device failed to show the capnography waveform or numerical value while in use on a patient. A philips field service engineer (fse) evaluated the device and replicated the reported problem. The fse replaced the etco2 module. The fse calibrated the replacement etco2 and the nibp device. The device passed all operations tests. The philips field service engineer (fse) resolved the reported problem. The device will be placed back into service. The information gathered for this report does not provide evidence of a systemic, design, or labeling problem. No further investigation or action is warranted.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
A customer reported that the device failed to show the capnography waveform or numerical value. This event will be submitted as a serious injury because the customer reported patient involvement. Additional information has been requested.